Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and mesh was used. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported the patient had partial sling release in (B)(6) 2011. No additional information provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). It was reported on the plaintiff profile form that patient underwent mesh revision on (B)(6) 2011. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced incontinence, dysuria, stinging, burning, urinary tract infections, and urinary retention.

Event description:
It was reported that following insertion the patient experienced incontinence, dysuria, stinging, burning, urinary tract infections, and urinary retention.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced vaginitis, urinary frequency and urgency.

Event description:
It was reported that following insertion the patient experienced vaginitis, urinary frequency and urgency.